Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy in doing hemodialysis modality after being hospitalized with a blood clot in the pd catheter (not a (B)(6) product). There were no reported allegations of any patient events related to (B)(6) products. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized with pd catheter malfunction due to thrombosis in the pd catheter. The patient underwent removal of the pd catheter and was switched to hemodialysis modality and was pending discharge from the hospital at the time follow-up was performed. The nurse confirmed the patient did not have any adverse effects from (B)(6) products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).